Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her infusion set's tubing broke off from the base of the connecter piece that was clipped into her site, which caused high blood glucose level, in the middle of the night. The patient went to the emergency room, as she experienced diabetes ketoacidosis symptoms along with high blood glucose level (900 mg/dl). She was treated with insulin drip and fluids few hours in emergency room, but she felt unstable and was subsequently admitted to the intensive care unit. The patient received insulin drip and intravenous fluids as corrective treatment which resolved the issue. The infusion set was in use for a day and a half. The patient was hospitalized for few days. No further information available.